Event description:
It was reported that the patient received inappropriate atp therapy due to t-wave oversensing and noise. The noise was not reproduced in clinic. Programming changes were made. No further episodes were observed on a subsequent remote transmission. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that during follow up, noise was again observed and inhibited pacing. The lead was capped and replaced. The patient was in stable condition.